Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The target lesion was located in the severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 3.0 x 20 mm apex balloon. The 2.75 x 32 mm taxus liberte stent was advanced however was unable to cross the lesion. The procedure was completed with another 2.75 x 32 mm taxus liberte stent. No patient complications were reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. The struts on the first two rows on the proximal end of the stent were stretched out and raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked at 329 mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).